Manufacturer narrative:
The insulin pump was monitored for 9 hours with multiple basal rates. The insulin pump passed self test. No display anomaly noted. . No unexpected restart noted. All operating currents are within specification, no unexpected low battery or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported having a couple of issues with the insulin pump. The device had a blank display. Customer's blood glucose was 120 mg/dl. Customer stated he had another battery cap he had and the issue persisted. The device did not show any signs of damage. The device was not dropped, bumped, or exposed to moisture. Battery compartment, battery cap, or springs were not missing, damaged, nor corroded. New battery was inserted and display turned on then shut off again. Customer cleaned the battery compartment, inserted battery, and display returned. Self test was performed and device passed. Customer was advised to monitor the device. Customer wanted the device replaced. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.